Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. Also, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 227 mg/dl.